Event description:
Safety incident reported to lumenis 2006. Two patients reported burns with spots following treatment six days earlier with the lightsheer head of the lumenisone using the previous or lower settings. Per the physician, the burns were first degree and only otc products were recommended (no prescription medication)

Manufacturer narrative:
Possible device malfunction. Investion is in progress.